Event description:
It was reported that the insulin pump had a cracked screen after it had been dropped. The blood glucose reading was 290 mg/dl. The customer's father stated that the screen was cracked through the inside of the liquid crystal display, causing it to appear blotchy. He noted that the display was blank but was still able to light up. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. Unable to verify the blank display and perform the displacement test due to the missing segments. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.